Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the vermillion border and mid central lower lip with juvéderm® volift¿ with lidocaine. Prior to injection the area was precleansed with hydrex. Seven months later patient developed two hard lumps in the upper lip and one on the lower lip. There was no illness or trauma. It is additionally noted there are four small lumps in total and that the lumps were massaged. The physician suggested hylase but the patient declined and decided to wait and see if it would settle. Approximately five weeks later patient returned with no improvement noting the "filler has compacted in lower lip and one lump on upper top left." Hylase was injected. Two days later patient received additional hylase and was prescribed oral clarithromycin. Symptoms improved. After two and a half weeks the physician prescribed additional oral antibiotics and noted the upper lip was swollen. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: reporting healthcare professional notes treatment was provided to the patient to prevent permanent damage, which they feel could have resulted in vascular occlusion if left untreated. Patient symptoms have now resolved.